Manufacturer narrative:
Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 1 meter for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped functioning after exposing the pump to water. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided.